Event description:
It was reported that bd microbore extension set, IV connector was leaking the following information was provided by the initial reporter with the verbatim: reported issue: it was leaking right under the blue valve connector.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model mz9267 lot number 23059265 was performed. The search showed that a total of 28,803 units in 1 lot number was built on 19may2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd microbore extension set, IV connector was leaking the following information was provided by the initial reporter with the verbatim: reported issue: it was leaking right under the blue valve connector.